Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that their vela ventilator alarmed ventilator inoperable (inop), low positive inspiratory pressure and low expiratory volume. The customer confirmed there was no patient involvement associated with the reported issue. The customer determined the most likely cause of the reported issue is the turbine.